Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed pump error during the self test and pump error is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing.

Event description:
Customer reported via phone call for assistance on the insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for the analysis.